Event description:
It was reported to resmed that a patient using an airfit f20 mask with a stellar 150 device experienced oxygen desaturation and became unwell allegedly after noticing a tear in the cushion of the mask. The patient was hospitalized, has since been discharged and has continued therapy at home. It is not known how long the patient had been using the mask prior to the reported incident. There are no allegations against the stellar device.

Manufacturer narrative:
Resmed has requested for the airfit f20 mask to be returned so that an engineering investigation can be performed. The mask has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The airfit f20 user guide provides the following warning: - ¿if any visible deterioration of a system component is apparent (cracking, discoloration, tears etc.), the component should be discarded and replaced.¿ resmed reference#: (B)(4).

Manufacturer narrative:
The airfit f20 mask was not returned to resmed. In the absence of the return of the resmed mask, an engineering investigation has been completed based off the available information provided. A photo of the mask was evaluated by resmed and the reported tear in the cushion was confirmed. However, resmed is unable to evaluate the integrity and performance of the mask system, and to determine if the mask was damaged due to manufacturing defect or from normal wear and tear. Therefore, the root cause is unable to be determined. There is currently insufficient evidence that the torn cushion had caused or contributed to the reported event. The airfit f20 user guide provides the following warning: - ¿if any visible deterioration of a system component is apparent (cracking, discoloration, tears etc.), the component should be discarded and replaced. ¿resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an airfit f20 mask with a stellar 150 device experienced oxygen desaturation and became unwell allegedly after noticing a tear in the cushion of the mask. The patient was hospitalized, has since been discharged and has continued therapy at home. It is not known how long the patient had been using the mask prior to the reported incident. There are no allegations against the stellar device.